Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smart touch sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the blood pressure decreased during operating the smart touch sf catheter in the left ventricle. Timing was 60 minutes after insertion of the catheter into the left ventricle. Cardiac tamponade, atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 2 ml/ during mapping and 8 ml at 30 w during ablation. The procedure was interrupted. Chest was not opened. Blood pressure returned after pericardial fluid was drained. Physician¿s opinion on the cause of this adverse event was the procedure. The physician commented that the cardiac muscle may have been scratched with a sheath when the catheter in the left ventricle was removed. The sheath was sl0, not bw product. Generator information is a sag, model: g4c-6964-a, serial number: (B)(6) . Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message observed during the procedure. Visitag module was used, parameters for stability used was range: 3mm, time: 3s, fot: 25s 5g, tag size 2mm. Vector; visitag were used. The lot number of the thmcl smtch sf bid, tc, d-f (d134805) that was used was 30994868l. The sheath used was sl0, not bw product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).